Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks probably due to sinus rhythm. Therapy was exhausted. Technical service recommend to consult with cardiology. At this time, this ICD remains in service and there were no adverse patient effects reported.